Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was identified through review of the event history logs. The cause was unable to be determined. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device also received an internal/external inspection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014, at 14:38:51. During night drain cycle six, the patient's ultrafiltration reading was 407ml, indicating the home patient (hp) drained 407ml more than their maximum programmed fill volume of 500ml. No additional information is available.